Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Additionally, another set of 20 retained samples underwent functional tests for tube push off, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿, an unspecified number of tubes pop back off and other tubes fill only about 1-2ml of blood. No patient impact reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿, an unspecified number of tubes pop back off and other tubes fill only about 1-2ml of blood. No patient impact reported.